Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred hungary. On (B)(6) 2024, it was reported that there was occlusion in infusion set which prevents the flow of insulin. No further information available.